Manufacturer narrative:
The complaint of a split in the tubing is confirmed. A small longitudinal split in the tubing was observed 1.2 inches distal to the proximal end of the tubing. The break site is jagged, irregular with a granular veneer. During functional testing of the catheter using a 12cc syringe filled with water attached to a blunt connector, a spraying leak was observed just distal to the proximal end of the tubing. The characteristics of the damage found on the complaint sample are consistent with a tensile strength break; however, the exact mechanism of damage is undetermined. No evidence of a manufacturing defect was identified. It should be noted the proximal end of the catheter was not returned for evaluation. The catheter has been cut distal to the cuff. This was confirmed by comparing a non-complaint sample from the bas lab with the complaint sample that was implicated.

Event description:
Kit was placed left subclavian in 2004, and removed three months later, due to rip in catheter.